Event description:
Ous MDR - it was reported that this lead was explanted because it migrated too deep in the heart, near perforation. The sensing was poor and the threshold was high. Should additional information become available this file will be updated.

Manufacturer narrative:
Upon receipt, the lead under complaint was subjected to an extensive analysis. The performance of the lead was scrutinized, including a visual, mechanical and electrical inspection. The analysis revealed multiple signs of wear along the lead body. In particular in the distal area near the shock coil the insulation was rubbed through. During the electrical analysis low impedances were measured due to the insulation damage. The provided x-ray images were investigated. In two available projections a loop of the lead body in the atrium was visible. The significant intracardiac slack might have contributed to an increased stress level of the lead. A perforation of the myocardium, as mentioned in the complaint text, could not be confirmed with reasonable certainty. Furthermore tissue residuals were found around the fixation helix. The steroid collar was abraded. Fibrosis or calcification around the lead tip which led to interaction with the steroid collar is conceivable. The mechanical analysis was not properly feasible as the inserted stylet could not be removed. The visual inspection showed dried blood along the inner coil which most likely clogged the stylet inside the lead. After soaking the lead in distilled water for several days the stylet was removable. The manufacturing process for this device was re-investigated. All production steps had been performed accordingly. There was no sign of any inconsistency during the manufacturing process. In conclusion, the analysis did not reveal any sign of a material or manufacturing problem.